Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package, physician noticed a crack in the connection near the sample port of foley catheter and refrained from using it. Per internal comments received on 13feb2024, it was stated that the sample was returned with the area near the sample port disconnected. Sample port plastic part. It was confirmed that the minutes are broken, and valve serial number was unreadable.

Manufacturer narrative:
The reported event is confirmed cause unknown. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate package design. However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. Labelling review is not required as it would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package, physician noticed a crack in the connection near the sample port of foley catheter and refrained from using it. Per internal comments received on 13feb2024, it was stated that the sample was returned with the area near the sample port disconnected. Sample port plastic part. It was confirmed that the minutes are broken, and valve serial number was unreadable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package, physician noticed a crack in the connection near the sample port of foley catheter and refrained from using it. Per internal comments received on 13feb2024, it was stated that the sample was returned with the area near the sample port disconnected. Sample port plastic part. It was confirmed that the minutes are broken, and valve serial number was unreadable.